Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The device was analyzed for conformance to print specifications; no abnormal findings were identified. There were clear signs of wear and tear from long time use. No product fault could be detected.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the tip broke off of the impactor during an operation on (B)(6) 2012. No additional information is available. This is report 1 of 1 for complaint (B)(4).